Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results, the cause that contributed to the reported erosion and perforation could not be established as no damage or irregularities were noted that would affect the functionality of the device. Device history record review (DHR): the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Labeling review: review of the labeling confirmed the reported adverse events of erosion, and perforation are included in the product labeling. There is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Device technical analysis: the ams700 momentary squeeze (ms) pump was visually inspected, leak tested, microscopically examined, and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and failed the 8 lb. Activation test (2). The pump, therefore, required more than 8 lbs. Of force to activate. The ams700 cylinders were visually inspected, leak tested, pressure tested and microscopically examined. Both cylinders had wear at fold in the proximal cylinder body. The cylinders passed all tests performed. Product analysis was unable to confirm the reported event. Investigation conclusion: based on this investigation, the product analysis did not confirm a product malfunction as the most probable cause of the reported events. The product record review indicated reported events do not represent an unanticipated event. Therefore, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported event of erosion and perforation are included as a potential adverse event within the product labeling.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to the pump eroding out of the scrotum. There was a hole in the scrotum. A new tactra penile prosthesis was implanted. Following the surgery, the patient was expected to fully recover.